Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular side connector port on the external pulse generator (epg) was damaged and needed to be repaired. It was recommended to send the epg back for service. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the connector assembly was broken. Analysis also determined that the hanger assembly was broken and the display wires were pinched but insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service. There was no patient involvement.